Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the patient's system was explanted.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9110738 date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-00703. It was reported that the patient has ineffective therapy from the system and that the ipg causes pain at the implant site. Surgical intervention may be taken at a later date to address the issue.